Event description:
The report received indicated that during a coronary procedure, the physician was using a 2.50 x 18mm cypher and a 2.50 x 23mm cypher. According to the reporter, the shaft on one of the cyphers broke while the stent on the second cypher moved out of the balloon. No report of injury to the pt was reported. The reporter could not clarify which of the malfunction was associated with each of the devices. At this time, the information for this complaint is limited; however, additional information has been requested.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. However, a device history record review was performed, and showed that this lot of products met all requirements per the applicable mfg quality plan. This is one of two products involved in the same patient and reported under mfg numbers: 3003742446-2008-00099. Additional information has been requested, and will be submitted within 30 days upon receipt.